Event description:
The customer reported that the insulin gauge displayed a different amount than expected earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge, and they were advised to call back for further troubleshooting if the issue reoccurred.